Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had become inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.